Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with performing pump reset, did not experience recurring malfunction after reset, was advised to continue using pump and to call back if malfunction recurred, and acknowledged and understood instructions.